Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The battery and ups were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery was returned for analysis. The uninterruptible power supply (ups) powered down immediately when unplugged from ac power. Battery was found to have low voltage (51.28 v) and dead cells. B01 c02 d02 apply. The ups was returned for analysis. Functional testing determined the ups was functioning as designed. B01 c19 d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735773. Product ID: 9735787. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the main cart of the system would shut off automatically after 10-15 minutes of being turned on. The manufacturer representative opened the back of the system, and the uninterrupted power supply (ups) "felt hot.¿ they rebooted the system multiple times, and it would still shut off automatically after a few minutes. Each time, the camera cart would remain on. It was noted that the system's fans seemed extremely loud, and the computer fan was loud enough to be heard over the phone. It was recommended doing a battery test and it was found that the system's batteries held at approximately 80%. There was no red on the ups connections. The manufacturer representative plugged the system back into the wall, and the system immediately shut off. The ups was reported as being extremely hot. It was noted that the manufacturer representative was going to try to swap outlets. It was also recommended to try replacing the ups and battery to address the issues. No patient involvement was reported.